Event description:
(B)(4) study. Same case as MDR ID# 2134265-2012-06558. It was reported that post coronary stenting treatment procedure, angina occurred. In (B)(6) 2011, the subject was diagnosed with unstable angina (ccs class: unknown). Cardiac catheterization was recommended which revealed two target lesions. Target lesion #1 was a 95% stenosed de novo lesion located in the 1st right posterolateral (rpl) segment. The lesion was 15mm long with a reference vessel diameter of 2.50mm and treated with pre-dilatation and placement of a 2.50 x 16mm taxus liberte stent, with 0% residual stenosis. Target lesion #2 was a 95% stenosed de novo lesion located in the 1st diagonal. This lesion was 5mm long with a reference vessel diameter of 2.50mm and treated with direct stent placement using a 2.25 x 12mm taxus liberte stent, with 0% residual stenosis. The subject was discharged on aspirin and prasugrel the following day. In (B)(6) 2012, the subject presented with unstable angina and was hospitalized. Two days later, the event was considered resolved, without residual effects, and the subject was discharged on aspirin and open-label prasugrel.

Event description:
It was further reported that the in-stent restenosis occurred in the 2nd diagonal, not the first as previously reported. It was treated with balloon angioplasty and placement of a 2.5 x 23 mm non-bsc drug eluting stent. Following post dilatation, residual stenosis was 0%. Following this, 90% stenosis was noted in mid left anterior descending artery, just prior to the previously deployed 'mid to distal stent'. This was treated with balloon angioplasty and placement of another 2.5 x 23 mm non-bsc drug eluting stent. Following post dilatation, residual stenosis was 0%.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in-stent restenosis of the study stent in the diagonal was noted for which target vessel revascularization was performed. In (B)(6) 2012, the subject presented with chest pain radiating to the center of the chest and was diagnosed with unstable angina and hospitalized. Coronary angiography revealed 'severe instent restenosis of the ostium of the diagonal of lad'. The 95% in-stent restenosis of the study stent in 1st diagonal was treated with balloon angioplasty and placement of an unknown stent. Residual stenosis was 0%. The event was considered resolved, without residual effects, and the subject was discharged on aspirin and open-label prasugrel the following day.